Event description:
It was reported that patient with this pacemaker had pulse rate of 50 bpm and thought the device was malfunctioning as the device was set at 60 bpm. Boston scientific technical services (ts) referred patient to the physician. The device was checked, and they found it was at end of life (eol). Additionally, there was loss of capture and the patient exhibited syncope. Subsequently, the device was explanted and replaced with another manufacture's device successfully. The device will be returned for product analysis. No additional adverse patient effects were reported.